Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Imagery was not provided. Therefore, visual inspection, functional testing, and dimensional analysis was unable to be performed. A review of complaint history suggests that patient or procedural factors may have contributed to the reported events. As noted in the complaint description, the patient had poor vascular access due to vascular disease and a pre-existing stent in the iliac artery. Also, the patient had moderately calcified and moderately tortuous access vessels with a minimum luminal diameter (mld) of 4.2mm. The mld for use with the 26mm commander delivery system is 5.5mm, which is larger than the mld of the patient in this case. These factors likely contributed to the difficulty reported during delivery system withdrawal since patient anatomy such as tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. Additionally, the valve can only be retrieved while it is crimped/un-deployed. If the valve was partially expanded, difficulty would be experienced when attempting to fit it through the sheath. It is advised that the valve should be centered on the flex tip during retrieval through the sheath; if the valve is non-coaxial with the flex tip or not well positioned against the flex tip face, the valve could get caught on the distal tip of the sheath. In this case, the valve was noted to be partially inserted into the sheath and subsequently caught onto an existing stent during retrieval. It is likely that the valve was not well aligned (non-coaxial) with the sheath during retrieval. As a result, available information suggests patient and/or procedural factors may have contributed to the reported event. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Inflation balloons are 100% inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. During flex tip assembly and bonding, the delivery system flex tip outer diameter is inspected and accepted if fully seated, and the flex shaft assembly bond region is visual inspected following assembly for defects. The flex shaft is 100% visually inspected for mechanical damage, sharp/rough edges, or exposed metal on stent section. The wire-out distance is 100% visually inspected with a push gauge. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection is performed. Additionally, the work order underwent product verification testing as a requirement for lot release. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the devices were visually inspected for physical defects or damage, and tested for system retrieval force. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system and valve withdrawal difficulty through the sheath was unable to be confirmed. A review of the device history record (DHR), lot history, complaint history and manufacturing mitigation did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Available information suggests patient and/or procedural factors may have contributed to the withdrawal difficulty event. A review of the IFU and training manual revealed no deficiencies. Review of complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the applicable trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
Patient underwent a trans-femoral tavr procedure with a 26mm sapien 3 valve. The patient had poor vascular access due to vascular disease and a pre-existing stent in the right iliac artery. Multiple balloon angioplasties were performed. The 26mm sapien 3 valve and delivery system were advanced through the sheath without any complications, but was unable to pass through the distal aorta (due to patient factors). The valve was attempted to be pulled back into the esheath and was partially in the esheath. However, during the process of removing the complete system, the valve hooked onto the old iliac stent and the devices could not be advanced or removed. A cut-down was performed to remove the devices. The valve was partially deployed in the right iliac and covered the with an icast stent. Flow was restored to the right leg. The case was aborted. At the time of the report, the patient was stable. The patient¿s access vessel minimum luminal diameter was 4.2mm, was moderately calcified and moderately tortuous.

Manufacturer narrative:
A voluntary 3500a medwatch was received from the site. Additional information was provided on the report: after the valve, delivery system, and sheath became obstructed in the right iliac and could not be removed, the valve was deployed in the external iliac artery and then stented into place. A perforation of the distal common iliac artery was also stented. Per the op report, the valve and sheath were stuck in the patient¿s right external iliac artery. The surgical team went up and over and tried to balloon around the valve, but was unsuccessful. A cut-down was performed on the right common femoral artery, got vessel loop control of the common femoral artery, profunda, and superficial femoral artery. The valve was then deployed in the artery and the sheath was able to be removed. A new sheath was introduced and an 8x59 atrium stent was placed through the valve and deployed. Some extravasation was observed and a 9x39 atrium stent was deployed. Post-balloon angioplasties were performed. It was felt that the leaking was controlled, but stenting was placed all the way up the right common iliac artery. A 10x59 atrium stent was placed and no extravasation was observed. Good flow was observed down the right leg. Flow was observed in the right internal iliac artery, but no evidence of extravasation was observed. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The minimum required vessel diameter for a (14 fr sheath is 5.5mm). The patient access vessel minimum luminal diameter was reportedly 4.2mm and below the minimum required vessel diameter. In this case, patient factors (access vessel diameter of 4.2mm, moderate degree of calcification, moderate degree of tortuosity, vascular disease and a pre-existing iliac artery stent) and procedural factors (withdrawal difficulty of the devices) may have been contributing factors for the vascular injuries.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).